Manufacturer narrative:
.

Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to sensing far field p-waves on the ventricular channel was observed. Programming changes were recommended. No further information available.